Manufacturer narrative:
B3 unknown. D9: date device returned is unknown. One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion (dso) seal. Review of the event history log (ehl) was performed. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor. As a result, the motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41622. No patient injury was reported.